Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose of 483 mg/dl. It was stated that the customer was treated with a bolus dose. It was stated that the level was high due to the customer eating desserts; troubleshoot was declined. It was stated that the insulin pump had an open circle on screen and the alarm history showed a low reservoir alarm. Customer's mother stated that there was an alarm every 2 hours after bolus delivery; she was explained that the it was the blood glucose reminder; customer was assisted on turning it off. It was stated that the infusion set and reservoir would be changed in the morning. Nothing further reported.